Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was implanted. On (B)(6) 2015, there was suspicion of endocarditis which was confirmed on (B)(6) 2015 when vegetation on the bioprosthesis was found and cultures were positive for staphylococcus aureus. The patient was treated with antibiotic therapy. On (B)(6) 2015, the patient was discharged from the hospital and per report, the event resolved on (B)(6) 2015. The valve remained implanted. (Clinical study patient ID: (B)(6)).